Manufacturer narrative:
Lead model 3776-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3776-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial #(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation in both legs and feet which began about 3 days ago. There was no incident or accident related to the onset of shocking. The implantable neurostimulator (ins) was turned off (confirmed to be at 0.0 volts) until it could be checked by the healthcare professional. Additional information was requested, but was not available at the time of this report.